Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantdate: explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On 12-may-2022, mentor received additional information about the event. It was reported during explant surgery, it was discovered that the suspect medical device is an allergan breast prosthesis. Since the complaint device was not manufactured by mentor, no further reporting will be completed by mentor for this event. Manufacturer¿s reference number: (B)(4).